Event description:
Olympus was informed via repair request by the sterile processing technician at the user facility that the ¿lens is broken¿ with the customer ultra telescope. The issue was found at inspection before use. It was reported that no death, injury or infection and no person or other was affected.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was confirmed, broken lens inside the optical system. The optical system tube has descended/sunk down. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the sunken system tube and broken optical system lens could not be identified. However, it¿s likely the cause is related to excessive use. Olympus will continue to monitor field performance for this device.